Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with unknown mentor implants on an unknown date experienced bilateral capsular contracture (baker grade unknown) post procedure. As a result, bilateral prosthesis replacement with mentor saline was performed on (B)(6) 2014. D2a (common device name) and d2b (brand name) are unknown, however, they are being populated for submission purposes. See 1645337-2022-02632 for contralateral prosthesis report.